Event description:
It was reported that patient enrolled in a clinical underwent right total hip arthroplasty on an unknown date in 1991. Subsequently, patient was revised on an unknown date in (B)(6) 2004 for an unknown reason. It was further reported patient underwent revision procedures on (B)(6) 2004 and (B)(6) 2004 due to dislocations. Subsequently, patient underwent revision procedures on (B)(6) 2004 and (B)(6) 2004 for unknown reasons. It was further reported patient underwent a radical debridement on (B)(6) 2004. Patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection. It was further reported that patient underwent a radical debridement procedure on (B)(6) 2006 due to infection. An additional radical debridement procedure was performed on (B)(6) 2006 with implantation of cement spacers. It was further reported patient was scheduled for a whole leg amputation and patient expired (B)(6) 2006.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification and expiry date; manufacture date. This report is number 27 of 30 MDR's filed for the same patient (reference 1825034-2013-04965 and 2014-00709, 00739 / 00762 and 03121 / 03124).